Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, the wand was not recognized by the control unit. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) previous use, resulting in a non-functional wand. (2) disconnecting the wand from the controller after power has been turned on, resulting in a non-functional wand. (3) an issue with one of the concomitant devices in use at the time of this complaint event. There are no indications to suggest the device did not meet product specifications upon release into distribution.